Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #. Literature article title¿ final 3-year outcomes of mistent biodegradable polymer crystalline sirolimus-eluting stent versus xience permanent polymer everolimus- eluting stent".

Event description:
It was reported through a research article that xience v stents may have contributed to adverse patient effects such as death, myocardial infarction, target vessel revascularization, stent thrombosis and hospitalization. Specific patient information is documented as unknown. Details can be found in the attached article named "final 3-year outcomes of mistent biodegradable polymer crystalline sirolimus-eluting stent versus xience permanent polymer everolimus- eluting stent".